Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.014 fielder. Guide catheter: jr. Stent: xience prime (2.5x38mm, 3.0x38mm) the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2018 was to treat a 90% stenosed lesion in the distal right coronary artery (rca) and a 90% stenosed lesion in the mid left anterior descending (lad) coronary artery. The patient presented with non-st-elevation myocardial infarction (nstemi). Following pre-dilatation with a 2.5 x 10 mm balloon dilatation catheter (bdc), a 2.5 x 38 mm xience prime stent was successfully deployed in the rca and post-dilated with a 2.5 x 10 mm bdc at 16 atmospheres (atm). Following pre-dilatation with a 3 x 10 mm bdc at 8 atm, a 3.0 x 38 mm xience prime stent was successfully deployed at 14 atm in the lad and post-dilated with a 3.0 x 10 mm bdc at 18 atm. Following post-dilatation, a distal edge dissection was observed. A 2.75 x 12 mm xience prime stent was deployed at the distal end of the previously implanted stent to cover the dissection. Following deployment of the 2.75 x 12 mm xience prime stent another dissection was observed at the distal edge. A 2.5 x 8 mm xience prime stent was successfully used to cover the dissection. The patient was transferred to the critical care unit (ccu). The next day the patient become very sick and complained of chest pain. Repeat angiography was performed and in-stent thrombosis was visualized in the 2.5 x 38 mm xience prime stent in the rca. The thrombus was removed and the stent was post dilated. The patient was transferred back to the ccu and later in the day the patient's condition further deteriorated and the patient died. It was determined that the most likely cause of death was the medical complications as a result of the in-stent thrombosis in the rca. No additional information provided.